Manufacturer narrative:
Investigation summary: the customer reported they wasted five enteral feeding pump sets because air was accumulating in the tubing (between pump and patient). The air space in the tubing measured between 1in to 1 1/4 inch. No patient injury was reported. The report refers to product code 773656, epump dehp feed 1000 ml, with lot number 201810048. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Lot and failure mode trending was reviewed and no trend was identified. A total of eight (8) samples were received for evaluation. Visual inspection and functional testing performed confirmed the report of air in the line. An investigation has been initiated to determine the root cause of this confirmed device failure. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional information added to section e1.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that they wasted five enteral feeding pump sets because air was accumulating in the tubing (between pump and patient). The air space in the tubing measured between 1 in to 1 1/4 inch. No patient injury was reported.